Event description:
Add'l info received from reporter on 02/10/2020 for report # mw5093105. Mother sent my chart message with image. She is concerned by black residue forming in capsule of g-tube. G-tube previously replaced on (B)(6) for same concern. Mother reports does prime line with water prior to feeds and flushes with 30 cc after feeding or medication administration. Out facility is now logging lot numbers when these are placed for improved f/u. This is the third event of this kind with this product (actually 4th if you add in the add'l replacement on (B)(6) described by this pt's mother). The previous two were reported: pt ID (B)(6) (report of this pt's event on (B)(6) 2019). FDA safety report ID# (B)(4).

Event description:
On the evening before the product issue was reported the mother noticed ¿something black¿ forming inside the base of the g-button. It began approximately 2 days ago and has progressively increased. She stated in her message: ¿ive never seen anything like this in any of her buttons. We just replaced it on (B)(6) so it¿s not very old. Could it be defective and possibly be growing mold?¿ the product is a 14 fr, 1.2cm mc-key g-button. The product had been placed in the patient on (B)(6) 2019. The parent was re-educated about need to flush before and after feedings and medication administrations. FDA safety report ID # (B)(4).